Event description:
Before starting a procedure, the patient sat up on the operating room table resulting in a tilting movement of the tabletop, towards the foot end. The patient was able to keep in balance. No injury reported to maquet. Manufacturer reference #(B)(4).

Manufacturer narrative:
After the event a maquet field service technician (fst) was on site to investigate the affected operating room table top. He found that the central chassis of the tabletop was broken in two locations toward the headside of the tabletop. This breakage freed the tabletop from the column mount on one side, facilitating the foot end tilt. Collision with an obstacle below the table top when adjusting the height (for example: the transporter is not moved completely under the column for the postoperative transfer) can cause the type of malfunction reported. The table top has been sent to rastatt for investigation. Maquet found marks on the underside of the table top consistent with collision damage. The observed damage was probably not noticed by the hospital staff when it occurred and led to the malfunction during the next use of the device. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.